Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description - continued air-in-line alarms. Detailed inquiry description - I spoke with sherry at the account. She is getting a lot of complaints about continued air-in-line alarms. She says they are using the 'enhanced' tubing yet still are getting a lot of air alarms. Risk mgmt and quality are now involved. There no additional details or specifics about this at this time. No injury reported.